Event description:
It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was being performed. Venous access was obtained, transseptal puncture (tsp) performed and a full dose of heparin was given. The activated clotting time (act) was 287 seconds. A watchman fxd curve access sheath (was) was advanced into the laa and a 24mm watchman flx closure device was implanted after meeting release criteria. The patient was placed on xarelto and discharged. At an unknown timepoint, the patient had a stroke. No further information was received at the time of this report. It was further reported that the stroke symptoms occurred the following day after the index procedure while the patient was still hospitalized. The patient was found to have difficulty with word finding and some mild confusion, which was a change from prior baseline, but without any focal neurological deficits. The patient was currently being anticoagulated with xarelto and aspirin. It was suspected the patient had a transient ischemic attack, so a magnetic resonance imaging (MRI) and computed tomography (CT) scan of the head and neck was performed. The MRI showed a collection of a few, small foci of restricted water diffusion within the posterior aspect of the right cerebellum, the largest of which measures 12mm and is consistent with recent ischemia. The patient was started on a statin medication. No further interventions were performed, and the patient was discharged home independently with the spouse.

Manufacturer narrative:
B3: updated to actual event date. B5: information added. B7: information added. H6: code updated from no health consequences or impact to imaging required and medication required.

Event description:
It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was being performed. Venous access was obtained, transseptal puncture (tsp) performed and a full dose of heparin was given. The activated clotting time (act) was 287 seconds. A watchman fxd curve access sheath (was) was advanced into the laa and a 24mm watchman flx closure device was implanted after meeting release criteria. The patient was placed on xarelto and discharged. At an unknown timepoint, the patient had a stroke. No further information was received at the time of this report.

Manufacturer narrative:
B3: used bsc aware date as event date as it is unknown.